Event description:
A v-go representative stated a patient reported to them that the button of the patient's v-go is popping back up. The patient was contacted and confirmed that the v-go was attached to their body at 6am and it popped back up (released) at 8am. It was reported that retraining was provided to the patient by the v-go representative. The patient stated that no device is available for return because they were discarded.